Event description:
The customer reported via phone call experiencing low blood glucose levels, which required the customer to reach out to emergency medical services. The customer was found unconscious and her son gave her 2 spoons of sugar. The customer's blood glucose was 31 mg/dl. She also treated with food. The customer stated that she had been experiencing low blood glucose for about 6 months. She stated that during the first low event, the blood glucose was 60 to 70 mg/dl. She was advised to disconnect from the insulin pump and infusion set. She stated that the reservoir showed more insulin than what was shown on the status screen. She noted that the basal rates had recently been changed. She was advised to consult a doctor regarding low blood glucose and monitor the insulin pump. The customer's most recent blood glucose was 116 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-50086.